Manufacturer narrative:
The device model involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states. Please refer to the attached analysis report for complete details.

Event description:
The physician interrogated the device after the patient access to the emergency room (for a syncope episode). He reported some ineffective shocks on a ventricular fibrillation episode. More precisely, each shock had 0.0 j delivered energy.